Manufacturer narrative:
The device was returned, and the reported malfunction was verified. The unit would not work on alternating current (ac) power. The problem was isolated to the power supply printed circuit board (pcb). One of the circuits was found to be open due to an unknown cause. The power supply pcb was replaced. (B)(4).

Event description:
Covidien received information stating that the ht50 ventilator would not accept alternating current (ac) source while in use on a home care patient. The patient was transferred to another ventilator. The operator of the device at the time of the malfunction was asked but unknown. There were no negative patient consequences reported.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. (B)(4).